Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the sensor in manual mode suspends unnecessarily often has bleeding at sensor site as well as customer can not trust sensors, it off 50 to 100 points and customer afraid to use auto mode. The customer¿s blood glucose was 160 mg/dl. The customer was assisted with troubleshooting. Customer¿s mother states the insulin pump keeps alarming that the blood glucose was too high. Customer¿s mother stated that the sensors were not reading correctly. The sensor will not be returned for analysis.